Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to unavailable sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the connection issue was due to the supply bag falling and disconnecting; however, the cause of the bag falling was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a final bag that disconnected during drain 2 of 4 of therapy on the homechoice (hc) machine. The hp stated the final line disconnected from the final bag and fell to the floor. The hp also stated she had closed all the clamps and disconnected from the machine. The technical service representative (tsr) assisted the hp to cycle power to end therapy. The tsr further advised the hp to contact the nurse about missed therapy. There was no patient injury or medical intervention reported.